Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. There is no indication that the pulled cable caused or contributed to the patient's death as the patient was in a life-sustaining rhythm at the time of device shutdown.

Event description:
During servicing of an electrode belt which was returned for investigation into a patient's death, a reportable device malfunction was found. The electrode belt failed incoming testing. The device failure did not cause or contribute to the patient's death as the patient was not wearing the device at the time of passing.